Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's downstream occlusion sensor voltage was stuck at 2500mv. The product fault occurred during testing, there was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. This reason for return is not related to a past service. The downstream occlusion (dso) sensor voltage was stuck @ 2500mv. Multiple dso alarms were detected in event history. The cause is the dso sensor had fluid contamination. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.